Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was noted that t-wave oversensing (twos) was seen on stored episodes. Follow up was conducted and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.